Event description:
It was reported that a .014 unspecified guide wire could not advance through the tip of the 2.5 x 15 rx xience v stent delivery system and became caught in the tip outside of the anatomy. The stent system was removed from the guide wire without resistance. A new xience v stent system was advanced over the same guide wire without resistance and the procedure was completed successfully. There was no adverse patient effect and no reported clinically significant delay in the procedure. The returned device analysis revealed a tear/hole in the shaft 2.4 cm proximal to the proximal balloon seal. Additional reported information indicates that the tear/hole was not noted by the physician. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The resistance with the guide wire was confirmed. There was a tear/hole in the shaft 2.4 cm proximal to the proximal balloon seal. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.